Manufacturer narrative:
The suspect ev1000a platform system will not be returned by the facility for product evaluation. The exact suspect ev1000 system is unable to be identified; therefore, the serial number is unknown. The device service history record review is unable to be completed as the serial number is unknown. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that there were inaccurate values displayed with the ev1000a platform system during patient monitoring. There is a flotrac device and flotrac cable that were being used that could not be ruled out as suspect. The stroke volume (sv) reading was 190¿s to 200¿s and the sv on the transesophageal echocardiogram (tee) was reading 70¿s to 80¿s. The patient was larger than average, had no valve issues, normal sinus rhythm (nsr), good radial line tracing, no abnormal positioning, CABG surgery and the transducer was level. Patient was (B)(6) years old, 5¿ 9¿ height, (B)(6) kg. The anesthesiologist stated there were inaccurate values displayed considering the patient circumstance. He also stated two similar events of inaccurate values occurred previously. The events with the flotrac device and flotrac cable will be submitted via mdrs. The two similar events with the ev1000 will be submitted via MDR¿s. There was no inappropriate patient treatment administered. There was no harm or injury to the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please refer to the following submission numbers representing the events and products involved: ev1000a platform system 2015691-2019-02286 first occurrence ev1000a platform system 2015691-2019-02287 second occurrence ev1000a platform system 2015691-2019-02288 third occurrence evftcl flotrac cable 2015691-2019-02289 first occurrence evftcl flotrac cable 2015691-2019-02290 second occurrence evftcl flotrac cable 2015691-2019-02291 third occurrence flotrac sensor 2015691-2019-02299 first occurrence flotrac sensor 2015691-2019-02300 second occurrence flotrac sensor 2015691-2019-02298 third occurrence.